Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Ae or product problem: corrected from product problem to reported issue is both an adverse event and product problem. Type of reportable event: corrected from product problem to serious injury. (B)(4).

Event description:
It was further reported that the patient was diagnosed with transient ischemic attack (tia). One week prior to the procedure, patient was given bayaspirin and plavix. Bovine arch was noted which was a severely tortuous blood vessel and lipid rich plaque. The patient became unable to articulate properly. The physician commented that it was due to occlusion. Magnetic resonance imaging (MRI) was performed and basal ganglion infarction (brain infarction) was confirmed. Conservative management was used to treat the brain infarction.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was partially deployed by 20mm. Dried blood was visible along the shaft and it was noted that the outer sheath had broken at 4mm distal to the valve body. It was also noted that the shrink tubing had detached from the valve body and that the fillet of glue had detached from the white shrink tubing but was still contained on the shaft. During analysis it was not possible to retract or reconstrain the outer sheath due to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient was diagnosed with transient ischemic attack (tia). One week prior to the procedure, patient was given bayaspirin and plavix. Bovine arch was noted which was a severely tortuous blood vessel and lipid rich plaque. The patient became unable to articulate properly. The physician commented that it was due to occlusion. Magnetic resonance imaging (MRI) was performed and basal ganglion infarction (brain infarction) was confirmed. Conservative management was used to treat the brain infarction.

Event description:
It was reported that stent partial deployment and removal difficulties occurred. The 85% stenosed target lesion was located in the severely tortuous and non-calcified left internal carotid artery. A 6f non-bsc guide catheter was advanced. A non-bsc guide wire was advanced to the lesion. Pre-dilatation was performed with a 3.5x40mm unspecified balloon catheter. A 10.0-31 carotid wallstent¿ was selected to treat the lesion. The device was advanced 1 cm; however, the device was unable to advance further to the target lesion and was unable to obtain back up support with the non-bsc guide catheter due to tortuosity of aorta. The stent was attempted to be deployed; however, strong resistance was encountered. When the stent was being deployed about 30%, the outer sheath became unable to move. When the device was pulled, the hub of the outer sheath was detached from the sheath. It was noted that the stent could not be retracted nor deployed. The stent delivery system (sds) was removed with the stent deploying half. The physician decided to stop the procedure. Continuous flushing was performed. No device anomalies were noted prior to use. No patient complications were reported and the patient's status was good.